Manufacturer narrative:
H3. Device evaluation: the device was returned to edwards for evaluation. Customer report of stenosis was confirmed through observed calcification. As received leaflet 1 had a cut out section of 4mm by 14mm. Leaflet 2 was partially cut off from the mid section to commissure 3 and leaflet 3 was also partially cut off from mid section to commissure 3. Edges of cut leaflets were straight and event. Xray demonstrated wireform intact and heavy calcification on the remaining fragments of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Valve was returned with sewing ring completely cut off. Wireform was exposed all around the valve due to cut off sewing ring. Cut off sewing ring and cut off leaflet fragments were not returned with valve. H10. Additional manufacturer narrative: the reported complaint was confirmed. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event was due to patient factors.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device is available and request for return is in process. Request for additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 29mm aortic valve was explanted after implant duration of seven (7) years, six (6) months, due to aortic stenosis. The explanted device was replaced with a 23mm on-x valve.